Event description:
This is filed to report an air embolism. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. One clip was implanted successfully reducing the mr to a grade of 1. After the procedure, the echocardiographer noticed a small air bubble in the left ventricle. It was unable to be determined what caused the air bubble. The air bubble did not move, so the physician decided not to provide any further treatment. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. Air embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the air embolism. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a